Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection found no signs of blockage or physical abnormality that could have caused the reported condition. Functional flow testing was then performed by removing the luer cap from the distal luer and observing for flow issues; flow was then observed from the distal luer. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted. A batch review revealed there were no nonconformities, failures, rework, or deviations documented in the manufacturing batch records associated with the reported problem. There were no changes to specifications, test methods, processes, equipment, or raw materials documented in the lot 13n013 batch records, that could be associated with the reported problem. There were no issues found in lot 13n013 batch records that could be related to the reported problem.

Event description:
It was reported that a small volume folfusor did not totally deliver its contents during patient infusion. The device was expected to deliver 196 ml of fluorouracil (non-baxter product), diluted with an unknown solution, over 48 hours, but the nurse noted that there was ¿a signification amount in the folfusor¿ after 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.